Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. Her blood glucose was 67 mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.